Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of proglide device were successfully placed in the rcfa. A 5f sheath was placed in the lcfa for arterial pressure monitoring. The tavr procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed proglide sutures. Hemostasis was achieved in the lcfa with manual compression. Reportedly, the day after the procedure, the patient developed right lower limb claudication. Duplex ultrasonography and contrast-enhanced computed tomography angiography (cta) revealed severe stenosis of the rcfa with posterior wall dissection which was speculated to be induced by the proglide device(s). Endovascular treatment was planned and a transpedal intervention (tpi) was performed via the right dorsalis pedis artery (dpa). Balloon angioplasty was performed as treatment. A pseudoaneurysm was also noted in the lcfa. The pseudoaneurysm in the lcfa was treated with manual compression. Follow-ultrasonography showed no evidence of restenosis and the patient remained asymptomatic without recurrence of claudication during 5 years of follow-up. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "transpedal intervention for common femoral artery stenosis caused by a suture-mediated vascular closure device after transcatheter aortic valve replacement".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effect of pain, dissection, and occlusion are listed in the perclose proglide instructions for use as known patient effects of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, there was no identified device malfunction associated with the device. Serious injury may be associated with any reported device malfunction, potential use error or case involving a no-fault type patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The sutures of two proglide devices were successfully placed in the rcfa.